Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, d.6a, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol phasix st mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol visilex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol visilex and phasix st on (B)(6) 2012 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2012, (B)(6) 2013, (B)(6) 2016, (B)(6) 2016 and (B)(6) 2018 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of visilex mesh (device 1). Per op notes, ¿the hernia sac located above the fascia and mobilized from surrounding structures. Adhesions were mobilized from the abdominal fascia. The previous synthetic mesh was palpated inferiorly, and seemed to have pulled away. A piece of visilex mesh (device 1) was trimmed to an elliptical shape and secured as an onlay using sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 1) implant of synthetic mesh. Per op notes, ¿a couple of different layer mesh (device 1) was identified which pulled free in inferior aspect. An onlay mesh appeared to be thickened with fibrotic mass. All the mesh (device 1) was removed. Adhesions were taken down. A synthetic mesh was places as underlay and secured to symphysis pubis and rectus muscles using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with incisional hernia thereby underwent open primary repair with sutures. (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of synthetic mesh and implant of biologic mesh. (B)(6) 2016 - patient was diagnosed with infected mesh and enterocutaneous fistula thereby underwent open repair with the removal of biologic mesh. (B)(6) 2016 - patient was diagnosed with small bowel injury thereby underwent small bowel resection and application of wound vac. (B)(6) 2018 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of phasix st mesh (device 2). Per op notes, ¿adhesions were taken down. A component separation was done. A phasix st mesh (device 2) was placed in an underlay under the fascia using sutures."

Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol visilex and phasix st on (B)(6) 2012 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2012, (B)(6) 2013, (B)(6) 2016, (B)(6) 2016 and (B)(6) 2018 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.